Event description:
It was reported that the dr. Inserted a 40 cc fiberoptic intra aortic balloon catheter (iab) catheter through a sheath during a cardiac procedure. They began getting frequent "helium loss 2" alarms. They checked the position of the balloon and it was below the left subclavian take-off. There was no sign of blood in the catheter and no obvious kinks on the catheter. They tried decreasing the volume in the balloon and changing the catheter to a second autocat 2 wave, but there was no change in the alarms. There was another emergency coming into the cath lab so they elected to transfer the pt to the unit. They continued to have frequent "helium loss 2" alarms that were coming every minute. In the unit, they tried to reposition the pt and change the assist ratio to 1:4, but again there was no change in the alarms. The staff reported that they noted that there seemed to be quite a bit of the catheter outside of the body. A decision was then made to remove the balloon catheter and since the pt was stable they did not insert another balloon catheter. Upon removal of the balloon, there was no obvious blood in the catheter. The dr. Requested that the balloon, recorder strips, and pump be saved and set aside. There were no calls made to the hot-line during the issues with this case.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.